Event description:
Information received indicates that the annuloplasty ring was replaced after 3 years due to mitral insuffuciency. A break in the band was seen by x-ray and cath prior to re-operation.